Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment of the device no longer working, however it was noted that the electrocardiogram (ECG) signal was noisy due to a loose ECG connector and also that multiple case parts were scuffed up and the feet were worn. The unit was to be scrapped. (B)(4).

Event description:
It was reported that the programmer did not work anymore. Follow-up was unsuccessful in obtaining anymore information beyond that. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.